Manufacturer narrative:
Product analysis summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was not providing pacing to the patient. As a result, the patient experienced bradycardia and had a fall. Follow up with the patient's clinic revealed the patient had not been seen in the clinic for a year during which time the ipg had reached end of service (eos). The ipg was explanted and replaced. No patient complications have been reported as a result of this event.